Manufacturer narrative:
.

Event description:
(B)(4) authorized distributor reports domestic repair of device, replacing cpu board, after having encountered functional failure error codes #18,39, and 51. Based on the information received, the potential risk associated with the reported event is classified as critical since a faulty cpu board may cause errors that will intentionally terminate treatment, as a risk mitigation, with a high priority alarm. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.